Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a broken lcd screen on the insulin pump. The customer's blood glucose reading was 116 mg/dl. The customer stated that while closing the door on the car, the door banged up against the pump. The customer stated that the screen is all black and blue marble. The customer stated that the screen is broken and he cannot read anything on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.